Manufacturer narrative:
(B)(4). Evaluation summary: the explanted device was returned to edwards for analysis. As received, moderate host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 1 at the inflow and outflow aspects. Host tissue on the stent circumference was moderate at the inflow and outflow aspects. Host tissue fused leaflets 1 and 3 near commissure 1 on outflow aspect. X-ray demonstrated minimal calcification on leaflets 1 and 2, and small calcification nodules on leaflet 3. Thrombotic material was observed on leaflet 1 at the outflow aspect. Leaflets 2 and 3 were observed to be thickened and swollen at the free margin near commissure 3. The wireform was distortion around leaflet 3, and commissure 1 was bent. The clinical report of stenosis, calcification, and thrombus was confirmed as host tissue restricted leaflet mobility and led to stenosis. Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes including calcification. Calcification of valves occurs as a progressive, time-dependent process and involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus. Many factors contribute to its onset and propagation including patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. Although patient factors are believed to play a crucial role, abnormal or severe pannus growth can eventually affect the function of the valve. Though numerous studies have been conducted on bioprosthetic heart valves for calcification and pannus, the causes are these mechanisms are still not fully understood and the root cause for the host tissue growth and calcification cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information this 27mm bioprosthetic aortic heart valve was explanted after six (6) years, two (2) months due to prosthetic aortic valve stenosis, calcification, and thrombus. The indication for the procedure was due to ascending aortic aneurysm, aortic root aneurysm, and prosthetic valve aortic stenosis. The aortic valve was noted to be calcified and had a moderate amount of thrombus on the left coronary type of leaflet. A pericardial valve conduit was created utilizing a 25mm pericardial valve. The patient also underwent ascending and aortic arch replacement, aortic root replacement, and coronary artery bypass grafting x 2 during the procedure. The patient was weaned from cardiopulmonary bypass without difficulty and was taken to the cardiac intensive care unit in stable condition, after having tolerated the procedure well.